Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation one device. The device was then forwarded to ponce manufacturing for further evaluation. The knob component was inspected using a microscope and no indentation around the knob hole was observed. A review of the DHR (device history record) indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of "stylet does not advance". The main potential root cause is due to the lack of inspection of the pin to determine proper assembly of the pin after the pin insert machine places the pin inside of the center rod ¿ knob assembly. Due to the fixative nature of the center rod component inside of knob hole, the retraction of the device can be performed and the person assembling would falsely deduce the presence of pin inside of the assembly without it being present. The root cause of the reported condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, the tip of the device was not interlocked with the purple slide button. It may have disengaged while trying several times. The tip of the device was separated due to the handling of the surgeon. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.